Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient presented with ongoing infection in the upper limb. The patient underwent a removal of elbow implants and clean out.